Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula event on (B)(6) 2026. During the event, patient experienced high blood level meausring 400 mg/dl with symptoms including urinary frequency / polyuria, polydipsia. No further information available.